Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 11-aug-2024 listed on smartsolve due to insufficient data in the trace/history files. Pump passed the dat at 0.8360 inches. Unit care link and pump history was download successfully. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay and cracked keypad overlay. Unit passed required testing. Not confirmed possible over delivery anomaly during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the bolus wizard estimate value was not correct. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer confirmed that the pump did not make correct bolus wizard calculations based on information entered by the customer. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device was returned.